Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 23apr2019 an email was received from a patient¿s (pt) parent in (B)(6) who reported while wearing the acuvue oasys brand contact lenses (cls), the pt was diagnosed with ¿eye infection¿. On (B)(6) 2019 a call was placed to the pt¿s parent and additional medical information was provided: in (B)(6) 2019 the pt reported on the first day of cl wear os, the pt was able to feel the cl in the eye. The pt discarded the suspect os cl and opened a new cl for the os. While wearing the new suspect os cl, the os became red. The following day the pt continued os cl wear and reported the redness worsened. The pt went to an urgent care and was advised that there was a scratch on the eye. The pt was prescribed antibiotics and anti-inflammatory drops for seven days. The os was better after two to three days of medication use. The pt had a return visit to the eye care provider (ecp) after seven days and was advised that it was ok to return to cl wear. The pt reports daily cl wear and uses opti-free to disinfect the lenses. On (B)(6) 2019 an email was received from the pt¿s parent with additional information: the parent reported after three days of wear the os became very red. The pt was prescribed vigamox one drop every six hours for seven days. The os was the affected eye. The pt returned to cl wear. The parent also sent a return to work note from the pts treating ecp dated (B)(6) 2019 with diagnosis code, keratitis. On 02may2019 a call was placed to the pt¿s treating ecp office and was advised that the pt was diagnosed with an os corneal ulcer on (B)(6) 2019. The pt was prescribed vigamox every six hours for seven days. The location of the corneal ulcer is not noted in the pt¿s record. There are also no notes on the pt¿s record that it is ok for the pt to return to cl wear. The pt went to the ecp on (B)(6) 2019 and returned to cl wear on (B)(6) 2019. The pt did not return to the ecp as the pt had an improvement in symptoms. The treating ecp is no longer working at the facility, therefore no additional medical information can be obtained. The os corneal ulcer is being reported as a worst-case event as additional medical information is not available. The suspect os lens was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003ks3 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.